Event description:
It was reported that the high voltage lead was replaced after the patient received inappropriate therapy due to noise. The device was also replaced because noise was present from both leads. Additional information was later received further reporting that there was high rv (right ventricular) pacing impedance of greater than 2500 ohms, poor sensing and capture, and a suspected lead fracture. Upon removal of the lead, it was noted that the insulation had been rubbed free, and the wires were exposed in the areas adjacent to, and underneath, the edge of the generator. It was also noted that the helix could not be retracted when explanting the lead. It was further reported that the patient had suffered a syncopal episode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.